Event description:
It was reported that prior to a generator change multiple lead noise were detected and noted as ventricular noise reversion episodes. Multiple episodes per day, for several years. No lead insulation damage4 was visible during the procedure. The lead remains implanted. There were no adverse health consequences to the patient, the patient was stable.